Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and felt bloated. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovered from peritonitis. The patient was discharged nine days after hospital admission. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis (ongoing). No additional information is available.